Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device; uterus/perforation (uterus)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 753647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heartburn and acid reflux (oesophageal). She had no history of migraines prior to undergoing the implantation of essure. Concurrent conditions included scabies, vaginal discharge and dermatitis. Concomitant products included clonazepam (klonopin) since 2014, escitalopram oxalate (lexapro) since 2014, ibuprofen, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and valproate semisodium (depakote). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergy nickel") with abdominal distension, female sexual dysfunction ("apareunia(inability to have sexual intercourse)."), hormone level abnormal ("hormone values changed"), cystitis ("bladder infection"), bacterial vaginosis ("bacterial, infection/bv"), headache ("headaches"), nausea ("nausea"), anxiety ("anxiety"), the first episode of depression ("depression") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of depression ("depression"), weight fluctuation ("weight fluctuations"), hot flush ("hot flashes"), pelvic pain ("pain"), weight increased ("weight gain"), uterine inflammation ("inflammation of uterus") and urinary tract infection ("uti"). The patient was treated with surgery (bilateral salpingectomy-on (B)(6) 2017 and total hysterectomy (uterus and cervix) on (B)(6) 2017.). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, the last episode of depression, fatigue, weight fluctuation, dyspareunia, migraine, allergy to metals, female sexual dysfunction, hormone level abnormal, hot flush, cystitis, bacterial vaginosis, headache, nausea, pelvic pain, anxiety, vaginal discharge, weight increased and urinary tract infection outcome was unknown and the dysmenorrhoea, menorrhagia, vaginal haemorrhage and uterine inflammation had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, bacterial vaginosis, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine inflammation, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: (B)(6). She had no history of migraines prior to undergoing the implantation of essure. Additionally, she may have no choice but to undergo a hysterectomy to have her essure removed. Two coils right, 3 coils left. On (B)(6) 2017; bilateral salpingectomy - to remove essure device. Total hysterectomy (uterus and cervix removed) - to remove both devices, which had migrated to uterus (per pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: coils were in place,fallopian tubes occluded on (B)(6) 2015, hysterosalpingogram revealed total bilateral occlusion. Bilateral essure devices in place. No free spillage of contrast into the pelvis. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record : pelvic pain, vaginal haemorrhage, bacterial vaginosis and abdominal pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), nickel allergy with symptom nickel- swollen stomach, apareunia, dyspareunia, fatigue, hormonal changes, hot flashes, infection; bladder, uti, bacterial, infection; bv, headaches, migration of essure device; uterus/ perforation (uterus), nausea, nickel allergy, pain, anxiety, depression, vaginal discharge, weight gain and inflammation of uterus. Lot number added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device; uterus/perforation (uterus)") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 753647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heartburn and acid reflux (oesophageal). She had no history of migraines prior to undergoing the implantation of essure. Concurrent conditions included scabies, vaginal discharge and dermatitis. Concomitant products included clonazepam (klonopin) since 2014, escitalopram oxalate (lexapro) since 2014, ibuprofen, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and valproate semisodium (depakote). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), fatigue ("fatigue"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), allergy to metals ("allergy nickel") with abdominal distension, female sexual dysfunction ("apareunia(inability to have sexual intercourse)."), hormone level abnormal ("hormone values changed"), cystitis ("bladder infection"), bacterial vaginosis ("bacterial, infection/bv"), headache ("headaches"), nausea ("nausea"), anxiety ("anxiety"), the first episode of depression ("depression") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the second episode of depression ("depression"), weight fluctuation ("weight fluctuations"), hot flush ("hot flashes"), pelvic pain ("pain"), weight increased ("weight gain"), uterine inflammation ("inflammation of uterus") and urinary tract infection ("uti"). The patient was treated with surgery (bilateral salpingectomy-on (B)(6) 2017 and total hysterectomy (uterus and cervix) on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, the last episode of depression, fatigue, weight fluctuation, dyspareunia, migraine, allergy to metals, female sexual dysfunction, hormone level abnormal, hot flush, cystitis, bacterial vaginosis, headache, nausea, pelvic pain, anxiety, vaginal discharge, weight increased and urinary tract infection outcome was unknown and the dysmenorrhoea, menorrhagia, vaginal haemorrhage and uterine inflammation had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, bacterial vaginosis, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine inflammation, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: current weight: 188 lbs. She had no history of migraines prior to undergoing the implantation of essure. Additionally, she may have no choice but to undergo a hysterectomy to have her essure removed. 2 coils right, 3 coils left. (B)(6) 2017, (B)(6) 2017; bilateral salpingectomy - to remove essure device. Total hysterectomy (uterus and cervix removed) - to remove both devices, which had migrated to uterus (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: coils were in place,fallopian tubes occluded on (B)(6) 2015, hysterosalpingogram revealed total bilateral occlusion. Bilateral essure devices in place. No free spillage of contrast into the pelvis. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record : pelvic pain, vaginal haemorrhage, bacterial vaginosis and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device; uterus/perforation (uterus)') in an adult female patient who had essure (batch no. 753647) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn, acid reflux (oesophageal) and adenoidectomy. She had no history of migraines prior to undergoing the implantation of essure. On (B)(6) 2015, hysterosalpingogram revealed total bilateral occlusion. Bilateral essure devices in place. No free spillage of contrast into the pelvis. Concurrent conditions included scabies, vaginal discharge, dermatitis, anxiety, depression, vaginal itching, insomnia, dysuria, major depressive disorder and vaginal yeast infection. Concomitant products included clonazepam (klonopin) since 2014, escitalopram oxalate (lexapro) since 2014, ibuprofen from 2011 to 2017, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) from 2011 to 2017, tizanidine hydrochloride (zanaflex) from 2014 to 2017 and valproate semisodium (depakote). On (B)(6) 2010, the patient had essure inserted. In january 2011, the patient experienced dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy nickel") with abdominal distension, cystitis ("bladder infection"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In february 2011, the patient experienced bacterial vaginosis ("bacterial, infection/bv"). In march 2011, the patient was found to have hormone level abnormal ("hormone values changed"). In april 2011, the patient experienced fatigue ("fatigue"). In june 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2011, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)."), headache ("headaches"), anxiety ("anxiety") and the first episode of depression ("depression"). In july 2011, the patient experienced migraine ("migraines/migraines/headache"). In august 2011, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), the second episode of depression ("depression"), weight fluctuation ("weight fluctuations"), hot flush ("hot flashes"), pelvic pain ("pain"), uterine inflammation ("inflammation of uterus") and urinary tract infection ("uti"). The patient was treated with surgery (bilateral salpingectomy-on (B)(6) 2017 and total hysterectomy (uterus and cervix) on (B)(6) 2017. Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, the last episode of depression, weight fluctuation, migraine, female sexual dysfunction, hormone level abnormal, hot flush, bacterial vaginosis, headache, nausea, pelvic pain, anxiety and urinary tract infection outcome was unknown, the dysmenorrhoea, fatigue, menorrhagia, vaginal haemorrhage, allergy to metals, weight increased and uterine inflammation had resolved and the abdominal pain, dyspareunia, cystitis and vaginal discharge was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, bacterial vaginosis, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, uterine inflammation, uterine perforation, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: current weight: 188 lbs. She had no history of migraines prior to undergoing the implantation of essure. Additionally, she may have no choice but to undergo a hysterectomy to have her essure removed. 2 coils right, 3 coils left. (B)(6) 2017; bilateral salpingectomy - to remove essure device. Total hysterectomy (uterus and cervix removed) - to remove both devices, which had migrated to uterus (per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2011: results: coils were in place,fallopian tubes occluded; on (B)(6) 2015: results: bilateral essure devices in place.. Concerning the injuries reported in this case, the following events were confirmed in patient's medical record : pelvic pain, vaginal haemorrhage, bacterial vaginosis and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received. Outcome of the events nickel allergy, weight gain and fatigue were updated to recovered from unknown and for the events bladder infection, vaginal discharge, abdominal pain and dyspareunia were updated to recovering from unknown. Onset date of the event hormone values changed, abnormal bleeding (vaginal, menorrhagia), bladder infection, bacterial vaginosis, dyspareunia, migraines/headache, nausea, nickel allergy, fatigue, vaginal discharge, weight gain, abdominal pain and menstrual pain were added. Onset date of concomitant drug ibuprofen and midol were added. Reporter information, medical history and concomitant drug were added on (B)(6) 2019: fu 4 & 5 were processed together. Mr received. Reporter information and medical history were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.